Manufacturer narrative:
Permobil legal counsel received correspondence from the end-user's legal representation where it was alleged the footrest having suddenly and inexplicably fallen off resulting in the end-user having sustained undisclosed serious and permanent injuries to their left foot and leg. With the limited information received thus far, permobil is unable to confirm a specific failure; therefore, a determination as to potential root cause cannot be made at this time. Permobil is attempting to establish contact with the clients counsel in efforts to obtain a more defined description of the injuries alleged to have been sustained, and to acquire a better understanding to the alleged failure and the circumstances surrounding the event. Upon the receipt of any new information, a follow-up report will be submitted.

Event description:
Permobil received correspondence from the end-user's legal representative where it was alleged the footrest for the device inexplicably fell off, resulting in serious and permanent injuries to the end-users left foot and leg.